Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female who underwent an unspecified breast augmentation with a 650cc mentor memorygel silicone breast implant experienced right-sided silent rupture postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on january 23, 2023 indicated that the postoperative diagnosis showed deflated left breast implant, and mild recurrent ptosis of right side. Right implant was intact. As a result patient underwent bilateral replacements with mentor silicone prosthesis and secondary right mastopexy on (B)(6), 2023. Pec silent rupture was replaced with pec adverse event. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4). Correction: date of removal on (B)(6), 2023.

Manufacturer narrative:
Additional information received on december 19, 2022 indicated that the patient underwent removal on (B)(6) 2022. Reason for device explant and/or reoperation: silent rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 15, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).